Event description:
This ra lead was implanted on (B)(6) 12 and repositioned on (B)(6) 12 due to dislodgement. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).